Event description:
Additional information was received indicating fluoroscopy did not reveal any anomalies. The lead and device connection was also checked at the revision procedure and found to be secure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pace impedance measurements. Surgical intervention was taken to cap and abandon the ra lead. The ICD remains in service. No additional adverse patient effects were reported.